Event description:
Upon plugging in then turning on box, logos and time showed on screen but no image appeared; we unplugged and re-plugged and go the same result. We opened another scope and it worked without issue, determining the first scope was defective.